Event description:
A nurse from the user facility reports intraocular lens damage was noted following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.

Event description:
Additional follow-up info was provided. The pt had an excellent outcome following surgery.